Event description:
During hip replacement surgery, surgeon felt there was not enough torque in drill to appropriately drill out critical area. At conclusion of the procedure, pt was noted to have one leg shorter than the other. Revision surgery was performed one week later.